Event description:
It was reported that during a direct stent procedure of a heavily calcified right coronary artery, after stent deployment, a napkin ring appearance was observed in the proximal portion of the stent. The stent delivery system (sds) was then inflated to 20 atmospheres (contrary to IFU) and this appearance still remained. The balloon was deflated and the sds was removed with some difficulty. The right coronary artery was rewired and a balloon catheter was advanced in an attempt to post-dilate; however, the balloon catheter would not cross the partially deployed stent. The pt was sent for bypass surgery. It is unknown if the stent was removed or if it was bypassed.